Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure. The suture of the first prostyle device was successfully pre-placed at the 11 o'clock position. Reportedly, the second prostyle device was inserted at the 1 o'clock position and proceeded according to standard procedure. At a 45-degree angle, the plunger was deployed, but upon withdrawal, the suture did not come out with the device. A guidewire was reinserted, and the prostyle device was exchanged for a new prostyle device. The sheath was upsized to 21f and the evar procedure was completed. Hemostasis was achieved with the pre-placed sutures of the first and third prostyle devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information, the investigation determined that the reported needle to cuff miss and subsequent treatment appears to be related to circumstances of the procedure. In this case, it is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.